Event description:
The customer contact reported the pump did not deliver. At an unspecified time, the pump was programmed to deliver an unspecified hydration fluid. No specific programming parameters were provided. During morning rounds, the nurse noted that the pump was making a "crinkling sound." At this time, the nurse observed "the fluids were not dripping properly even though the pump had registered 275 cc infused." The nurse removed the tubing from the device and found the tubing "to be flat and pressed together." The tubing was repositioned and therapy was resumed using the same pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 21.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-2ml (+/-10%). A calibrated set was used for testing per the device release specifications. (B) (4)